Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. E1: (B)(6).

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous right external lilac artery. The 8.0x40mm armada 35 balloon dilatation catheter was inflated for 30 seconds; however, ruptured at 14 atmospheres during the first inflation. Another device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant dleay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6) hospital.